Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 3002806535 - 2017 - 00973, 3002806535 - 2017 - 00974, 3002806535 - 2017 - 00975. (B)(4). Concomitant medical products: 159582 oxf anat brg rt lg size 3 PMA 390890 161470 oxf twin-peg cmntd fem lg PMA 750990 154723 oxf uni tib tray sz c rm PMA 997500. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address pain. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.